Event description:
--

Event description:
Information was subsequently received that for the two years prior to explant, the right ventricular sensing was not measureable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Upon interrogation, memory corruption was noted which most likely took place after the explant procedure. This memory corruption prevented analysis from determining if a bin hop was experienced. Programmed parameters were obtained from the field, but they cannot confirm that a bin hop occurred. The device current was normal and analysis of the battery showed no anomalies. The cause of the battery depletion could not be determined.

Event description:
Boston scientific received information that at the last follow-up, the device indicated 1.5 years of longevity remaining. One year later, the device had declared end of life (eol). As a result, the device was explanted and replaced due to premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.